Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was unknown when she was hospitalized. Customer stated that her infusion set cannula was bent when it was removed and it was the reason for her high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.